Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) in (B)(4) alleging her onetouch verioiq (otviq) meter was reading inaccurately high compared to another meter. The medical surveillance specialist was unable to reach the patient for additional questions and clarification. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2013 at 11:30am she obtained a reading of ¿6.8mmol/l¿ on the otviq meter compared to ¿5.0mmol/l¿ on a doctor¿s meter and ¿5.1mmol/l¿ obtained on her back up contour meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=30% or <=1.7mmol/l when obtained within 30 minutes. The patient reported using no medications to manage her diabetes. The patient reported making no changes to her usual diabetes management routine on the day of the alleged issue. The patient reported 10 minutes after the alleged issue occurred she developed symptoms of feeling ¿dizzy¿ which she associated with low blood glucose. The patient reported while at the doctor¿s office on (B)(6) 2013 at 11:30am she was given glucose tablets and orange juice to increase her blood sugar by a healthcare professional. It is unclear when the patient believes the meter was last reading accurately. It is unclear if the patient treated herself in response to the ¿6.8mmol/l¿ reading obtained on the otviq meter. It is unclear if the patient had the otviq meter at the doctor¿s office and tested at the same time as the doctor¿s meter and the backup contour meter readings. It was unclear what may have caused the patient¿s low blood glucose symptoms on the day of the alleged issue. At the time of troubleshooting the cca confirmed the meter was in the correct unit of measurement at the time of testing. The cca confirmed the patient¿s test strips and test strips vial were in good condition. However a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. Although the linkage between the alleged meter issue, the alleged injury and the intervention from the patient¿s doctor remain unclear, this complaint is being reported because the patient claims due to the alleged issue, she required treatment from a healthcare professional for an acute complication of diabetes.

Manufacturer narrative:
Follow-up # 1 ¿ (11/15/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (12/27/2013), the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.